Manufacturer narrative:
Additional reports will be made for the other patients with lava ultimate crowns in this practice who required tooth extraction. Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the first device. Section of manufacturer report numbers 9611385-2015-00052 and 9611385-2015-00053, describe the second and third device, respectively.

Event description:
On (B)(6) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative for cerec crowns required tooth extraction. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) male patient who received a lava ultimate crown on tooth #14 secured with 3m espe scotchbond universal adhesive and 3m espe relyx ultimate adhesive resin cement on (B)(6) 2012. The patient had previously undergone root canal treatment on the tooth and the lava ultimate crown fractured revealing what was described as recurrent decay; dates of prior root canal treatment and crown fracture were not provided to 3m. The tooth was extracted on (B)(6) 2014.